Event description:
The base unit experienced burning and melting of the plastic on the underside. No injuries reported. Base is reportedly cleaned with calvicide wipes, last date cleaned was not provided. Requested return of suspect base and replacement was sent.